Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for (B)(4) ; no abnormalities relate to reported incident found. This device was manufactured during 08/26 2009. Service history: date of service: 8/6/2014. No manufacturing or design related trend has been identified. In summary the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 and last serviced in 2014.

Event description:
The clamp slipped and caused a superficial laceration to the patient. The clamp was tightened and case protected. At end of, it was noted that clamp had loosened again. Additional information has been requested.